Event description:
First response early response pregnancy double pack with bonus test gave reporter a false positive ten days after ovulation. Confirmation with other brands and a beta test and subsequent menstruation confirmed reporter is not pregnant.